Manufacturer narrative:
Evaluation summary: the hypotube had detached approximately 21.5cm distal to the strain relief. The hypotube was oval and jagged on both sides of the detachment site. The hypotube was kinked 2.2cm and 14.2cm proximal to the detachment site. The hypotube was kinked in numerous places distal to the detachment site. The distal shaft was kinked 6.8cm and 11.6cm distal to the guidewire entry port. There was no deformation to the stent wraps. (B)(4).

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug-eluting stent. No damage noted to device packaging and no issues were noted when removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. It was reported that the lesion was very tight and resistance was encountered during delivery and the stent was pushed with force, resulting in a kink. The proximal end of the catheter detached during advancement of the stent in a tortuous and calcified lesion. The detached portion was removed with the guide catheter. The device had not been inflated. The physician used another resolute integrity sds and deployed it successfully to complete the procedure. No patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.